Manufacturer narrative:
The user reported not receiving alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios operating system and version 18.6.2 , app version 2.12.2.8979. As a result, customer was unable to monitor glucose readings due to the device showing "check sensor" and no glucose alarms. The customer experienced loss of consciousness. Later on, the customer woke up and self-treated with "jelly babies". No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a united kingdom customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios operating system and version 18.6.2. As a result, customer was unable to monitor glucose readings due to the device showing "check sensor" and no glucose alarms. The customer experienced loss of consciousness. Later on, the customer woke up and self-treated with "jelly babies". No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.